Manufacturer narrative:
The device expiration and manufacturing dates could not be provided as the device lot number was not provided and the device was not returned. The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. In the absence of device returned for analysis, a conclusive cause for the reported suture malposition could not be determined. The subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue. The two additional proglide devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with two proglide devices using the pre-close technique via a 6f sheath prior to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, the sutures of the two proglides did not grab the vessel and came out with the devices. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a 14f, but there was blood leaking around the sheath, so it was upsized to a 20f. The tavr procedure was completed. Hemostasis was not achieved with the pre-placed proglide sutures and prolonged manual compression was applied with ongoing inadequate control and right leg ischemia occurred secondary to prolonged manual compression. Reportedly, the prolonged manual compression was due to vessel damage caused by the proglide device. Surgical cut down was performed with repair of the right arterial access site including a bovine patch to sfa. There was no reported adverse patient sequela. No additional information was provided.